Event description:
Boston scientific received information that during a routine device replacement procedure, the physician observed corrosion on the conductors in the header of the device. In addition, the header was found to have pulled away from the device and oversensing was observed. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was separated from the device case. The medical adhesive (ma), used to affix the header to the device case, did not remain on the bottom of the header with no ma on the case as it did not adhere. Loose/separated headers are due to an insufficient bond strength between the header and the device case. The device was archived at boston scientific.